Event description:
The customer reported that the jaws of the device broke after 10 minutes of use. Nothing fell into the patient cavity. At the time the jaws broke, the device was applied to tissue and the surgeon used another instrument to remove them from the tissue. There was no tissue damage and no injury to the patient. Another device was opened to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow- up report will be submitted.